Event description:
In 2009, the pt reported that she feels as though either the up or down button or both buttons are not functioning properly on the infusion device. The pt is visually impaired. She attributes elevated blood glucose to a defective button. She was unable to provide specific details or incident dates. She stated that she had "problems with the pump" and her physician recommended that she discontinue use of the infusion device and she has not used it in 2 months. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.